Event description:
Affiliate reported that during an intra-operative procedure and once valve connected to ventricular catheter there was no flow through the peripheral exit of the valve. Checked and disconnected another new device. Then chosen which worked immediately. Both systems read medium low pressure. The dysfunctioning valve was checked on a separate table with a column of fluid and greater pressure. Both failed to make valve patent. Essentially there was csf flow through the ventricular cath but when connected to the valve there was no flow. He did mention that perhaps debris may have caused a blockage as the second valve worked fine but wanted it checked. (B)(4) no significant delay. (B)(4) no delay greater than 30 minutes. (B)(4).

Manufacturer narrative:
An initial medwatch is being generated to file this complaint as a malfunction. Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.